Event description:
It was reported that a dissection occurred. The patient was diagnosed with double vessel disease. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) and left circumflex artery (lcx). Vascular access was gained via the femoral approach. Pre-dilation was performed and a 3.50x24mm synergy balloon expandable drug eluting stent was advanced to the lad. The synergy stent was deployed. Post deployment a proximal edge dissection at the ostial lad was observed. The dissection was covered with a 4.0x16mm synergy stent from the distal left main to proximal lad. No patient complications were reported and the patient status was stable post procedure and responding well to medications. It was further reported there were no issues noted during stent deployment. Soon after deployment the dissection was observed. The post dilation balloon was inflated at 14 atmospheres for 10 seconds.

Event description:
It was reported that a dissection occurred. The patient was diagnosed with double vessel disease. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) and left circumflex artery (lcx). Vascular access was gained via the femoral approach. Pre-dilation was performed and a 3.50x24mm synergy balloon expandable drug eluting stent was advanced to the lad. The synergy stent was deployed. Post deployment a proximal edge dissection at the ostial lad was observed. The dissection was covered with a 4.0x16mm synergy stent from the distal left main to proximal lad. No patient complications were reported and the patient status was stable post procedure and responding well to medications.